Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: mainboard replaced.

Event description:
The following was reported to hamilton medical ag: summary: tf 431001 tf 431002 due to defective mainboard or blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: mainboard replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: tf 431001 tf 431002 due to defective mainboard or blower.